Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the sales rep's truespan meniscal repair peek 0 degree (lot: l828488) first implant suture broke while tensioning the second loop on the suture. The suture broke where it joins with the meniscus. The surgeon then used three truespan meniscal repair peek 12 degree (lot: l863141) and encountered the same issue where the suture of the implant broke. The surgeon then used a truespan mensical repair peek 24 degree (lot: l846869) and the same issue occurred where the suture of the implant broke. The implants were removed with a tissue grasper. The sales rep stated two out of the five implants were used to complete the case, but he could not state from which devices. The sales rep stated that the issue could have occurred because the arthroscopic pusher/cutter was dull. There was no patient harm during the case, but there was a thirty minute delay. The truespan devices were discarded by the customer, but the pusher/cutter is being returned for evaluation.